Event description:
An ophthalmic surgeon reported a patient with severe halos and glare following bilateral intraocular lens (iol) implant surgeries. This negatively impacts the patient's daily life. There are two medical device reports associated with this event. This report is for the right eye. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. (B)(4).

Event description:
Additional information was received by a surgical coordinator, who reported that following intraocular lens implant surgery, the patient feels like he has water in his eye. He sees half moons, not halos. He also reports double vision and trouble seeing at dusk.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unspecified handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported events. The initial report indicated an unknown multifocal iol. The additional information received indicates a multifocal toric iol that is not sold in the us. If the additional information regarding the lens model had been received prior the initial report the event would not have been reportable to the FDA.